Event description:
The patient's wife reported that on (B)(6) 2010 or (B)(6) 2010, the patient noticed black dots on the display of the infusion device after an insulin cartridge change. She stated the patient had dropped the insulin cartridge during the change but he did not drop the infusion device. On (B)(6) 2010, his blood glucose was elevated to 300-400 mg/dl and he bolused through the infusion device but was not able to lower his blood glucose. The patient felt very sick and vomited. On (B)(6) 2010 during the night, his blood glucose measured 450 mg/dl and he bolused 20 units of insulin. At 6 am on (B)(6) 2010, his blood glucose measured approx 600 mg/dl and he was driven to the hospital by his wife. His blood glucose measured 750 mg/dl when he arrived at the hospital. He was treated with an IV. His normal blood glucose level is 120 mg/dl. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.